Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. He reported patient effect of myocardial infarction is listed in the multi-link 8, multi-link 8 sv und multi-link 8 ll coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects of thrombosis/thrombus and myocardial infarction, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, estimated date. D4: the UDI is not known as the part and lot number were not provided. D6: estimated date. The additional patient effect of death reported n b5 is captured under a separate medwatch report. Attachment article titled "impact of diabetes on 10-year outcomes following st-segment¿ elevation myocardial infarction: insights from the examination-extend trial"

Event description:
It was reported through a research article identifying xience v and multi-link stents that may be related to the following: all-cause death, myocardial infarction, any revascularization with prolong hospitalization and stent thrombosis. Details are listed in the article, titled, "impact of diabetes on 10-year outcomes following st-segment¿ elevation myocardial infarction: insights from the examination-extend trial"